Event description:
It was reported that a right ventricular lead was explanted due to an unspecified malfunction. No patient consequences were reported.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5147215. Serial number, model number, manufacturing date, expiration date, UDI, physical manufacturing site, implant date, explant date, patient information and customer information are unknown since the serial number was unknown.